Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens healthineers that a malfunction occurred while operating the cios spin. The system would not stop continuous fluoroscopy. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation of the reported event was completed with the following results. A local siemens customer service engineer (cse) visited the medical facility and conducted a comprehensive system inspection, including evaluation of system logs and functional testing of the hand switch and footswitch during fluoroscopy and exposure modes. The issue could not be reproduced, and no components were replaced as part of this assessment. Log file analysis indicated that the system was initially powered on in the morning and then restarted twice in the afternoon. No error messages were recorded on the day of the event. Further evaluation of exposure data showed 96 radiation exposures, with a total cumulative radiation release time of approximately 11 minutes with a calculated total dose area product (dap) value of 9.2mgy/min. Taking into account the device reboots, the radiation exposure prior to each reboot did not exceed 88 mgy / 176 mg per minute. This confirms that the cumulative emitted dose associated with the unintended activation via the hand switch remained very low. The operator manual states that if unintended radiation occurs, radiation can be stopped immediately by pressing the emergency stop button. In addition, the system provides various indicators to display radiation and a time limit of radiation in case of regular operation, unintended activation by system malfunction and unintended activation by operator. Considering measures addressing the risk of unintended radiation release: - acoustic signal (time to x-ray): while the system is preparing for x-ray activation, an acoustic signal accompanies the startup. - optical feedback (¿time to right image¿): a feature which indicates, an orange frame around the live x-ray image indicates dose optimization in progress. - stopping radiation through emergency stop button the root cause of the reported unintended radiation event could not be conclusively determined, as the issue was unique and non-reproducible. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.